Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5, a6: patient weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand tru stay sheer bandages 80ct USA 381370046691 381370046691usa, lot #3444b. D4: 510(k) exempt, device I complaint. UDI not required, UDI # (B)(4), upc # 381370046691, lot # 3444b, expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 09, 2024. H6: e0402- refers to the consumer alleged, rash allergic reaction. Case is being reported as an over abundance of caution given that the consumer consulted an hcp and was prescribed an unspecified cream. It was reported that following use of product consumer experienced an ¿allergic reaction to the adhesive¿/¿rash reaction¿ (event interpreted as application site allergy, subsumed ¿rash reaction¿). Hcp was consulted who prescribed an unspecified cream. Based on available information, no ime, no hospitalization, no significant intervention reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 62-year-old female consumer started to use band aid brand tru stay sheer bandage for an unspecified wound on (B)(6) 2026. It was reported that on (B)(6) 2026 the consumer developed rash allergic reaction to the adhesive of the product. The symptoms worsened after the consumer stopped using the product. Consumer consulted a health care professional and was prescribed an unspecified cream for treatment.